Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was not returned. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for check patient line alarm was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A registered nurse (rn) contacted (B)(4) regarding a check patient line alarm that occurred on the home choice (hc) unit during fill 1. The rn stated there was air in the patient line. The technical service representative (tsr) explained they would need to end therapy and start over with new supplies. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone, the rn stated he was not sure what caused the air. The rn stated the sample was discarded and the lot number was not known. The home patient (hp) had continued therapy, no injury or medical intervention was reported as a result of this incident.